Event description:
The pt had been lowered in to a chair, the lifter was being moved backwards away from the chair when the battery dropped out of the battery box onto the carer's foot. The carer was taken to (B)(6) hosp, (B)(6). Where it was diagnosed as having broken toes to the right foot. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter concerned. Inspection confirmed the lifter was in a fair condition, however the velcro pad that secures the mast rear cover strip to the battery box was missing allowing the cover to slip down. The velcro strap around the battery was missing. The rear braked castors are worn. The red battery clip was slightly deformed downwards but still secured the battery in place. The lifter was function tested and performed to specification with no faults found. Based upon the investigator's report, the exact cause for the reported incident remains unk. However, it is possible the battery, when fitted to the lifter had not been correctly locked in place by the red battery clip. In this condition and moving the lifter allowed the battery to gradually work out and then drop to the floor. The missing velcro strap that goes around the battery and battery back box was introduced offering additional protection against the battery falling out due to a non-functional red battery falling out due to a non-functional red battery clip. It is recommended the facility advise their staff to make sure that before using the lifter the battery is correctly located in the battery box and lock in place by the red battery clip. It is also recommended that a new velcro strap is fitted to aid retention of the battery in the battery box.